Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient reported a blister under one of the ECG electrodes. The area was not open or bleeding; rather, it was red and itchy. The patient's doctor instructed him to use anti-itch cream, hydrocortisone or vaseline on the blister. During a follow up, the patient reported using the anti-itch and hydrocortisone creams recommended by his doctor. He reported that the blister was almost completely gone.